Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to the ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went to the emergency room due to the pod coming loose from the infusion site (arm), causing the cannula to dislodge. At the hospital the patient was administered manual injection of insulin. The patient was released a couple of hours until bg levels returned to normal range. The pod was discarded.